Event description:
The facility states that the surgeon successfully implanted a model cc4204bf intraocular lens into the pt's eye, but damage to the lens was noted. The diopter is +22.5. Facility felt the lens was damaged by the cartridge used to implant the lens, the model cartridge used was sfc-25 fp but the lot # us unk. It is unk what model of injector was used and the lot 3 for the injector is unk.

Manufacturer narrative:
Prod eval results: the cartridge used in this surgery was not returned and visual inspection showed a piece of one of the haptics was torn off and is missing.